Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported by the customer that there were four wire breakages on a frame. The wires broke at the interface with the wire bolt. The primary surgery was completed successfully. The patient was weight bearing and there were no falls or trips to cause the reported event. During the revision surgery it was reported that another wire in the proximal ring at the olive broke.

Manufacturer narrative:
Correction to d9 (product available to stryker), h3(device evaluated by mfg), and h6 (method and results code). The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The investigation revealed the following: visual examination of the received 5 pieces shows that based to the ends of the returned wire pieces, we are able to say we received 3 different wires. Visual examination of the received 2 pieces (1 and 2) shows that 2 ends, one of each piece, have the same characteristic of breakage (12 and 21). The other end of the first piece has signs from clamping in a wire bolt (11) based to that was the separation of the wire most likely intraoperative, and the other end from the second piece shows signs of breakage (22) but unfortunately the counter piece is missing. Piece will be forwarded for further evaluation. Engineering reviewed the received information and noted: wire 1 and 2: - fatigue failure mode is detected. - wire slippage was observed on wire 2. - the reason of the slippage cannot be confirmed as the information about which wire bolt was connected to the wire is missing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported by the customer that there were four wire breakages on a frame. The wires broke at the interface with the wire bolt. The primary surgery was completed successfully. The patient was weight bearing and there were no falls or trips to cause the reported event. During the revision surgery it was reported that another wire in the proximal ring at the olive broke.

Event description:
It was reported by the customer that there were four wire breakages on a frame. The wires broke at the interface with the wire bolt. The primary surgery was completed successfully. The patient was weight bearing and there were no falls or trips to cause the reported event. During the revision surgery it was reported that another wire in the proximal ring at the olive broke.

Manufacturer narrative:
Correction to d9(product available to stryker) and h6(device code). The complaint could be confirmed, since the information for evaluation matches the alleged failure. The investigation revealed the following: following our inspection of the x-ray images, we can confirm that one wire is no longer connected to the wire bolt. However, it is not possible to determine from the images whether the wire is broken or simply disconnected. No other abnormalities are visible. For a comprehensive evaluation, we kindly request that the material be returned to us. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.